Manufacturer narrative:
This is a final report. The device (B) (4) has been returned and an investigation utilizing the returned meter, retained test strips (lot no: 0936339) and retained control solution (lot no: 9f3p11) has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. Additionally, a review of the meter's internal memory log failed to locate any reading of 291 mg/dl. It should also be noted: during troubleshooting with customer service, it was discovered the test strips the customer was attempting to use are expired (12/2009).

Event description:
Customer reported receiving a reading of 291 mg/dl on approximately (B) (6) 2010, on her freestyle freedom blood glucose meter, that was higher than she felt. It was further reported customer subsequently experienced a loss of consciousness. Customer reported losing consciousness at approximately 6:00 am and noted regaining consciousness at 8:30 am. No third-party emergent medical intervention was reported. Customer self-treated by drinking orange juice. There was no report of death or permanent injury associated with this event.